Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the stapler did not cut during the firing but released the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device was disposed of.